Event description:
It was reported by the customer that a pyxis medstation es system the order of sertraline (zoloft) 100mg tablet was not crossing over the station or server. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the order of sertraline (zoloft) 100mg tablet was not crossing over the station or server. A technical support specialist worked with hospital it to correct the port/firewall settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm small 2016 server w/sql <15 mains.